Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract. The following information was provided by the initial reporter: during puncture for peripherical venous access with non-needle #20 catheter, when the device was activated the safety system didn't retract the needle, causing a possibility for accidents.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 06-dec-2022. H6. Investigation summary: bd received a 20 gauge insyte autoguard device from lot 2137264 for evaluation. Our quality engineer visually inspected the returned unit and observed that the spring was tangled between the button and the hub. Also, the safety device was observed to not be activated. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. DHR review: a review of the device history record was completed for sub-assembly #8607681 lot 2115022 manufactured from 24-apr-2022 to 16-may-2022 used in complaint lot 2137264. The batch in question was analyzed for the tests to verify "needle retraction" and "part activation", and "spring force/cannon torsion" records were evidenced, which may be related to the reported defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter would not retract. The following information was provided by the initial reporter: during puncture for peripherical venous access with non-needle #20 catheter, when the device was activated the safety system didn't retract the needle, causing a possibility for accidents.